Manufacturer narrative:
Per the user guide: check your system¿s personal settings regularly to ensure they are correct. Incorrect settings can result in over delivery or under delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was approximately 40 mg/dl due to an incorrect pump basal rate setting. Glucose tablets were consumed to address low bg. The customer reported that the basal rate changed from .625 to 6 units/hr and was no "accident". Tandem technical support reviewed the pump data and found that the pump screen was unlocked successfully and basal rate was changed shortly after the unlock. The customer acknowledged that the setting may have been changed while half asleep. The customer acknowledged the pump was functioning as intended and the event was due to use error. The customer resumed insulin delivery. Upon follow-up, the customer confirmed that the setting change was due to use error.